Event description:
Additional information noted that the patient was seen in clinic. The patient was actually in atrial fibrillation, so the atrial lead was no longer required. The physician permanently programming the device to vvir. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was noted with two ventricular noise episodes. Further investigation noted these episodes were due to right atrial (ra) lead noise. A slow decline in the ra lead over the last year was also noted. No intervention has been made or scheduled as yet. The patient was stable.